Event description:
Literature was reviewed regarding infinity: a prospective trial for safety and accuracy of navigated posterior cervical and thoracic instrumentation in long-segment fusions. The following medtronic devices were used: screws for spinal fusion. Product malfunction: screw malposition was observed post operatively. Participants: the trial involved 50 patients who received medtronic infinity implants. Accuracy: the study achieved a 95% accuracy rate in screw placement, indicating high precision with the use of navigated procedures. Adverse events: there were no navigation-related adverse events reported during the trial. Postoperative outcomes: evaluations indicated stable neurological outcomes along with improvements in patient-reported symptoms such as pain reduction and better sleep quality. Conclusion: the study concludes that navigated cervicothoracic instrumentation is both safe and effective. It also highlights the po tential of navigation technology to improve surgical precision in spinal procedures. The document includes detailed figures and tables that summarize the trial methodology, patient characteristics, and screw placement data. It emphasizes the accuracy and safety of the navigated procedure. The researchers recommend further long-term follow-ups to assess the durability of the outcomes.

Manufacturer narrative:
Doi:10.1097 /brs.0000000000005104 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. A.5 this value reflects the ethnicity and race of the majority of the patients reported in the article as specific patients could not be identified. B3. Event date is unknown d1, d4: product identifiers are unknown. D 6a: implant date is unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. G4: 510(k)# is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.